Event description:
A peritoneal dialysis (pd) pt with a history of chronic gastrointestinal (gi) bleed was taken to the ER on (B)(6) 2014 after coughing up blood during treatment. The pt was not hospitalized he was kept overnight and released on (B)(6) 2014. Pt medical records were requested and are not available.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.